Event description:
Post-op abscess. It was reported that the patient underwent cavernous sinus pituitary tumor surgery in (B)(6) 2025, and the device was used for hemostasis. After the surgery, severe abscess appeared around the application site. The patient was readmitted 14 days post-op, and maybe undergo a second surgery. Event date: (B)(6) 2025 procedure date: (B)(6) 2025 additional information was received on 25.06.2025 stating: received information as following from sales rep via phone today. After investigation, the child, a 7-year-old boy, underwent endoscopic frontal lobe lesion resection due to "cavernous hemangioma" on (B)(6) 2025. During the operation, the wound was exuded due to hemangioma resection. The surgeon used ms0010 for hemostatic operation. The product was used normally during the operation, with good hemostatic effect. No other hemostatic materials were used during the operation. No device failure or injury event occurred during the operation. The operation was successful. After surgery (the specific event occurred on an unknown date), the child had obvious fever symptoms (the specific body temperature was unknown), other symptoms and signs were unknown, according to the results of auxiliary examination, the surgeon diagnosed as postoperative intracranial infection, considering that there was a serious abscess around the site of application of ms0010 product (the specific examination and abscess were unknown), the child was re-admitted 14 days after surgery for anti-infective treatment (the specific treatment was unknown), or a second surgery will be performed. No reports of subsequent complications have been received.